Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a turbohawk atk device with a 7 fr sheath and 5mm spider wire for the treatment of a 20mm fibrous lesion which exhibited no degree of tortuosity or calcification located within a stent in the right mid proximal superficial femoral artery of diameter 6mm. Lesion exhibited 85-90% stenosis. IFU not followed as turbohawk not indicated for isr (in-stent restenosis). The vessel was not pre-dilated and after making about 3-4 passes physician was unable to remove the device. The patient was sent for surgery to remove device. Vessel damage/injury occurred. It is reported that the patient expired approximately two days after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.